Event description:
Technologist allegedly tripped on the cable that connects to the flat panel detector causing him to fall and break his hip.

Manufacturer narrative:
It has been determined by the manufacturer that the cause of this issue is user error. The operation manual contains caution statements to be aware of the position of the cable and stepping or tripping on the cable may result in personal injury or in damage to the cable.